Event description:
The event involves a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer that the customer stated the hospital is having issues with prefilled syringes of naloxone made by dr. Reddy's and auromedics. The syringe barrels appear to be very similar in design. The issue arises when the syringe is attached to the set, the small plastic tube in the extension set becomes lodged in the fluid path of the syringe and breaks off. Additionally, the customer reported the timeliness of the administrations and the loss of intravenous lines due to the broken j-loops. There was patient involvement, however, no report of harm. This captures the first of three events reported.

Manufacturer narrative:
One used list #mc33131, 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer; (lot #unknown) was received and visually inspected. As received, coring on the top surface of the microclave seal was observed. The microclave was disassembled for further evaluation and the internal spike was found to be bent and broken. No mating devices were returned. The reported complaint can be confirmed. The probable cause of the microclave seal and spike damage is due to access with an incompatible mating device during use. The directions for use (dfu) states: the microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A lot # review could not be conducted because no lot number(s) was/were identified.